Event description:
This patient has a medtronic implantable loop recorder (ilr) which is a monitoring device placed for the indication of syncope. The patient generated an alert for the arrhythmia of atrial fibrillation duration of 1 hour. The patient alert for [redacted] was not received as designed on [redacted]-the following day- causing a delay in patient care for assessment of a new diagnosis and escalation to the healthcare team. The ep remote monitoring team confirmed patient was appropriately connected and atrial fibrillation alerts were turn on. Additionally, the episode count inappropriately reverted back to 1; this is a usual behavior with no alert for device reset. The manufacturer had said this issue was resolved in [redacted]-2 years ago, but the system continues to fail to generate alerts to providers and instead only includes them in a month-end report which is extremely dangerous and risks include death. This is not a problem with the device; it is a glitch in their technology product that is failing. Manufacturer response for implantable loop recorder, linqii (per site reporter).